Event description:
Burns and burn blister 3 cm x 2 cm on the lower belly [burns second degree], burns and burn blister 3 cm x 2 cm on the lower belly [thermal burn]. Case description: this is a spontaneous report from a contactable pharmacist. An approximately (B)(6) female patient of an unspecified ethnicity applied thermacare heatwrap (thermacare menstrual) (lot #: l16815, expiration date: dec2017) on an unspecified date for severe pain. Relevant medical history was not reported. Concomitant medications included hyoscine butylbromide (butylscopolamin) from an unspecified date at 60 mg dragees for an unspecified indication and unknown if ongoing and ibuprofen (ibuprofen) from an unspecified date at 1200 mg tablets for an unspecified indication and unknown if ongoing. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date, the patient experienced burns and burn blister 3 cm x 2 cm on the lower belly. Surgical intervention was not necessary. It was reported it was not expected lasting damage would occur. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. Therapeutic measures taken included tyrosur powder, metalline compresses and a sterile covering. Clinical outcome of the events was reported as "everything ok". The reporting pharmacist considered the events to be causally related to thermacare. Additional information has been requested and will be provided as it becomes available. Follow-up (07jan2016): this follow-up report is being submitted to amend previously reported information: updated age of patient. Follow-up (03feb2016): new information received from a contactable pharmacist includes: concomitant medication, past product history, suspect product indication, lot number and expiration date, therapeutic measures taken and events outcome. Company clinical evaluation comment based on the information provided, the event "burns at belly and burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets follow-up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "burns at belly and burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets follow-up 10-day EU and 30-day FDA reportability.

Event description:
Case description: this is a spontaneous report from a contactable pharmacist. A female patient aged approximately (B)(6) at the time of reporting applied thermacare heatwrap (thermacare menstrual, lot number was not known) on an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. On an unspecified date, the patient experienced burns at belly and burn blister. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was unknown. The reporting pharmacist considered the events to be causally related to thermacare. Additional information has been requested and will be provided as it becomes available. Follow-up (07jan2016): this follow-up report is being submitted to amend previously reported information: updated age of patient. Company clinical evaluation comment based on the information provided, the event "burns at belly and burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets follow 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "burns at belly and burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets follow 10-day EU and 30-day FDA reportability.

Event description:
Burn blister [burns second degree]. Burns at belly [thermal burn]. Case description: this is a spontaneous report from a contactable pharmacist. A female patient aged approximately (B)(6) at the time of reporting applied thermacare heatwrap (thermacare menstrual, lot number was not known) on an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. On an unspecified date, the patient experienced burns at belly and burn blister. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was unknown. The reporting pharmacist considered the events to be causally related to thermacare. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event "burns at belly and burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "burns at belly and burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer stated that the wrap caused ¿burns and burn blister.¿ the cause of consumer reporting ¿burns and burn blister¿ is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description. The product quality for the batch is not impacted by this complaint. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Review of the batch device history record for this batch concludes all release requirements were met. Reasonably suggest device malfunction: no. Severity of harm: na. Site sample status: not received.

Event description:
Event verbatim [preferred term], burns and burn blister 3 cm x 2 cm on the lower belly [burns second degree], burns and burn blister 3 cm x 2 cm on the lower belly [thermal burn], narrative: this is a spontaneous report from a contactable pharmacist. An approximately (B)(6) female patient used thermacare heatwrap (thermacare menstrual) (lot #: l16815, expiration date: dec2017) on an unspecified date for severe pain. Relevant medical history was not reported. Concomitant medications included hyoscine butylbromide (butylscopolamin) from an unspecified date at 60 mg dragees for an unspecified indication and unknown if ongoing and ibuprofen (ibuprofen) from an unspecified date at 1200 mg tablets for an unspecified indication and unknown if ongoing. Past product history included thermacare heatwraps (thermacare menstrual) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date, the patient experienced burns and burn blister 3 cm x 2 cm on the lower belly. Surgical intervention was not necessary. It was reported it was not expected lasting damage would occur. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. Therapeutic measures taken included tyrosur powder, metalline compresses and a sterile covering. Clinical outcome of the events was reported as "everything ok". The reporting pharmacist considered the events to be causally related to thermacare. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer stated that the wrap caused "burns and burn blister." The cause of consumer reporting "burns and burn blister" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description. The product quality for the batch is not impacted by this complaint. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Review of the batch device history record for this batch concludes all release requirements were met. Reasonably suggest device malfunction: no. Severity of harm: na. Site sample status: not received. Follow-up (07jan2016): this follow-up report is being submitted to amend previously reported information: updated age of patient. Follow-up (03feb2016): new information received from a contactable pharmacist includes: concomitant medication, past product history, suspect product indication, lot number and expiration date, therapeutic measures taken and events outcome. Follow-up (09jun2020): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow up attempts possible. No further information is expected.